Event description:
Patient is a 73 year old female status post bilateral augmentation mammoplasty with tight scar capsular contractions. The date of implantation and the manufacturer of the implant are not known to this facility. Gross description: the right breast implant was intact (no evidence of rupture of direct extrusion of its contents). The capsule was densly adherent to the underlying yellow synthetic material. In the attempt to seperate the capsule out, a rent in the plastic was made. The left breast implant had a 2mm defect in the fibrous capsule through which yellow, grossly intact prosthesis is identified. With compression, a small amount of milky fluid exudes from this area suggesting prior rupter. This may represent an intr-operative event. The capsule can not be completely seperated from the underlying prosthesis due to its tight adherence. Microscopic description: dense sclerosis with patchy, chronic inflammation and wide spread dystrophic calcificationdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data, invalid data. The device was not destroyed/disposed of.